Event description:
Following intraocular lens (iol) implant surgery, a consumer reported blurry distance and intermediate vision. He reported a bouncing sensation like the lens was loose and stated his iris would flutter as well. He now has three sets of glasses from three different physicians. The bouncing sensation went away after one year. He states his eyes do not seem to work together and that the doctor mentioned prism when he received his last prescription. The consumer stated that the implanting surgeon of the first eye reacted badly when he informed him of his problems. Therefore, he had another surgeon implant the second eye. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event; this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4).